Manufacturer narrative:
Approximate age of device ¿ 2 years and 6 months. The explanted pump is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that red heart alarms and pump stoppages were occurring. The patient was asymptomatic during the events. The submitted log file was reviewed by the manufacturer¿s technical services representative and the pump stoppages were confirmed. They appeared to be occurring while the lvad was connected to the power module. This type of behavior has been linked to potential issues with the driveline. Ungrounded patient cables were provided to the patient for use with the power module. On (B)(6) 2017, the patient's pump was exchanged. No additional information was provided.

Manufacturer narrative:
Additional information. It was initially reported that the device was returning for analysis; however, the device was not returned. The pump was disposed following the exchange procedure the explanted pump was not returned for evaluation. A review of the submitted system controller log file confirmed the occurrence of multiple low speed events and a pump stoppage; however, a specific cause for the abnormal pump operation could not be conclusively determined through this evaluation. The interruptions in pump function captured in the log file appeared consistent with a potential percutaneous lead (driveline) compromise; however, driveline wire damage could not be confirmed as the explanted device was disposed and is not available for investigation. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.